Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 65-year-old male patient, the device failed self-test for defib and pacer functions. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during review of device data logs and initial testing. We were unable to verify to a faulty assembly and could not duplicate the issue again during debug after trouble-shooting. The device was put through extensive fucntional testing without duplicating the issue again. The pacer/defib engine board, the processor/bridge/pace board, the ECG board and cable were replaced as pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.